Event description:
A distributor in france reported that a customer's pump was not charging, which resulted in the pump shutting down. The blood glucose level was recorded at 210 mg/dl, which is within the normal range. The customer attempted to charge the pump using multiple cables and outlets without success; the device did not turn on, and no indicator lights were visible. The pump is being returned for further examination, and a replacement pump has been issued.